Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0, with a corresponding fault ID. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappears and confirmed understanding of the instruction.